Manufacturer narrative:
The device was returned for analysis. The returned device analysis confirmed the reported difficult to open or close (single gripper actuation). The reported positioning failure (leaflet grasping ¿ clip not implanted) could not be tested as it was related to patient/procedural conditions. The reported broken gripper line was confirmed. The steerable sleeve shaft was observed to be bent and the gripper cover was noted to be pinched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported difficult to open or close (single gripper actuation) was due to the observed broken gripper line. The reported positioning failure (leaflet grasping ¿ clip not implanted) was an effect of the reported difficult to open or close (single gripper actuation). The observed product quality problem (gripper cover) was likely an effect of the reported single gripper actuation. The broken gripper line was submitted for scanning electron microscope (sem) analysis to investigate the failure mode. The analysis concluded that the gripper line fractured by tensile shear and that the origin of the fracture was a crack in the outer diameter surface. Based on the information reviewed, a potential product issue was identified due to the observed broken gripper line. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with mr grade of 4. The clip delivery system was advanced to the mitral valve, grasping was unsuccessful, as the anterior gripper arm did not raise, it stayed down the entire time. Troubleshooting was performed but the gripper arm stayed down. The clip was not implanted, and was removed. After removal of the cds, it was observed that the gripper line was broken. An xt clip was used to successfully complete the procedure. Mr was reduced to 1-2. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.